Event description:
The pt had an intrathecal pump implanted after a three day inpatient trial with morphine sulfate infusing at 1mg/day. The pt had a pump implanted. The medications used at implant were dilaudid and bupivicaine. The physician kept the pt at the minimum rate of 0.122mg/day. At around midnight that evening, the pt was found with blood coming from his mouth and had passed away. The physician had suspected that the cause of death was likely due to a pulmonary embolism and that he did not think that the death was related to the implanted device system. It was stated that as fas as they could tell, the pt's pump was functioning properly. An autopsy was not performed and the device was not explanted; it was thought to have been buried with the pt.

Manufacturer narrative:
(B) (4).